Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly and was fluctuating. Additionally, inaccurate fill estimates were received. There was no reported adverse impact to the customer. Customer declined a follow-up from tandem technical support and declined to provided additional information regarding the events.